Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days from receipt.

Event description:
The information received from the study indicated that the patient underwent the index procedure with delivery of an angioguard rx ecgw, pre-stent balloon angioplasty and placement of one precise rx stent in the left ostial internal carotid artery (ica). The site reported a 10% final residual stenosis. Post-procedure, the patient experienced hypotension which required admission to the intensive care unit. The patient was treated with IV fluids and IV phenylephrine and dopamine until 2008. His blood pressure stabilized and he was transferred out of the intensive care unit.